Event description:
Device 2 of 2: reference manufacturer report: 1627487-2017-08606. Follow up information indicated the patient had surgical intervention to replace the lead which resolved the patient's issue.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2: reference manufacturer report: 1627487-2017-08606. It was reported the patient's scs programs were autoreducing when trying to increase stimulation. The patient only has stimulation on the left and no stimulation on the right which is the painful area. One lead has high impedance on all contacts. The patient's stimulation is off as surgery is planned to address the issue.